Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic with atrial lead noise revision. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.